Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported shuttling with the angio-seal device involved. Although the angio-seal device was used as usual, the anchor was not deployed and came back into the sheath, and the device/sheath assembly was withdrawn together. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was unknown. It was unknown whether a pre-deployment angiogram was performed. The size of the sheath ancillary used, the puncture site, and the vessel's diameter are unknown. The was no health damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. No equipment or other devices were used with the product involved.